Manufacturer narrative:
A manufacturing investigation was preformed ¿ part not returned in the original packaging. The part inside the bag is broken (post production). Returned part has been reinspected for the features pertinent to the complaint condition with the conclusion that: all relevant measurable product features meet specification and no visual defects manufacturing related have been identified (the damage of the part is post production). The issue is confirmed due to the evidence that part is broken, but not manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery a clamp part of the ti stenofix implant broke. No patient harm was reported. There is no further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown patient information. Additional product codes: mni, kwp, mnh, kwq. Implant/explant date: unknown. Device is not distributed in the united states. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.